Event description:
It was reported via repair work order that the cot will not lock into the anchor properly due to an out of adjustment cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.